Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during a planned maintenance (pm) that there was multiple issues with the system. There was an intermittent blue windows error (irql _not_less_or_equal) on the mobile view station (mvs). The keyboard was intermittently becomes unresponsive. The line power led on mvs was not illuminated. No patient was present at the time of the event.

Manufacturer narrative:
H3: the keyboard was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. The keyboard functioned while under testing using internet based keyboard tester and as primary keyboard for data entry over the course of 2 days. At no time was it unresponsive. No problem was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the computer was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. The computer booted and started the application successfully. Time/date check (cmos check) and virus scan were successful. The installed the computer on a known working system. The system readied, communication between the system and the computer and mvs computer was functional, 2d and 3d imaging acquisition were successful while under test. The navigation system was connected and connection and image transfer were successful. No issues found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system . It was reported outside of a procedure during a planned maintenance (pm) that there was multiple issues with the system. There was an intermittent blue windows error (irql _not_less_or_equal) on the mobile view station (mvs). The keyboard was intermittently becomes unresponsive. The line power led on mvs was not illuminated. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the mobile view station (mvs) computer was replaced. They also replaced the keyboard and the system power led. They performed a system checkout and the system was working as intended. The mvs computer was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. They measured the green led and found that the led assembly had an open. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system . It was reported outside of a procedure during a planned maintenance (pm) that there was multiple issues with the system. There was an intermittent blue windows error (irql _not_less_or_equal) on the mobile view station (mvs). The keyboard was intermittently becomes unresponsive. The line power led on mvs was not illuminated. No patient was present at the time of the event.